Event description:
A report was received that following a lead revision surgery, the implant was experiencing rapid battery depletion. The patient's database was downloaded, and the complaint was confirmed. The patient had the battery replaced, and is reportedly doing well.